Manufacturer narrative:
(B)(4). This report was received from a nurse via the baxter patient support program ((B)(6)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, and routes not reported). At the time of this report, the peritonitis was resolving, the patient was recovering from the event and extraneal/physioneal therapies were ongoing. No additional information is available.